Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: other details air in line alarm. Nurse troubleshooted and when opened door of b. Braun pump noticed the tubing was leaking close to the plastic piece. Used new tubing and pump to restart infusion as unsure if tubing problem or pump problem, or if pump got wet on inside. Action(s) taken changed out pump (isolate and send to bioengineering department), tubing replaced (triple bag and send to material management). Medication/fluid kphos. IV rate over 6 hours per library.